Manufacturer narrative:
This report is submitted on june 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and was administered oral and topical antibiotics on (B)(6) 2018 and (B)(6) 2018 for a course of three weeks. The device remains and the patient is being clinically managed.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018.